Event description:
The customer reported that the device fell and the screen cracked. It is unknown if the device was in use at time of event. There was no reported patient or user impact.

Event description:
The customer reported that the device fell and the screen cracked. It is unknown if the device was in use at time of event. There was no reported patient or user impact.